Manufacturer narrative:
The initial medwatch was inadvertently sent without the MFR report number. The report from the field indicated that the patient underwent a (pci) percutaneous coronary intervention of a tight (lad) left anterior descending artery lesion. During the advancement of the cypher stent to the target site, it was noted that the stent would not cross the target site. Therefore, the sds was removed from the patient. There was no reported patient injury. The unit was received by the failure analysis laboratory, and (during the decontamination process) two bent stent struts were noted at the proximal portion of the stent. The clinical impression revealed that the IFU instructs that an undelivered stent should be withdrawn with the guiding catheter, not through it as this action increases the risk for stent dislodgement. With the limited information available, it is not possible to conclusively determine the cause of he strut uplift; it may have been related to technique. The following analysis has been performed on the returned product: visual analysis: the (sds) stent delivery system was received with he stent struts up lifted from the balloon on its proximal end. Dimensional analysis: the returned sds catheter's tip inner diameter, body outer diameter and stent profile were measured and found to be within dimensional specifications. Device and lot history record review: tis is the first report received for "stent damage" for this sterile lot number to date. A review of route sheets ws not performed for this product, as the complaint does not appear ot be manufacturing related. Conclusion: ther stent struts of the sds were up lifted in the proximal end. This condition probably occurred during removal through the guiding catheter. Per the IFU, the sds should not be retracted into the guiding catheter, but removed as one unit. The customer did not report this anomaly, but was observed during the decontamination process.

Event description:
Bent stent struts.